Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the surgeon was repairing the meniscus using fastfix 360 both curved and reverse curved to get the meniscus to sit back down in its anatomical location. As he deployed the first anchor on one of the reverse curved fastfix, the needle that pushes the anchor off the handle didn't retract correctly which meant it wasn't able to deploy the second anchor. A backup device was available to complete the procedure with no delay or patient injuries.